Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, mold. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085358) that a female patient of unknown age who underwent breast prostheses implantation procedure with two 420cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including havoc on immune system, autoimmune disease, fast heart rate, high blood pressure, low white blood cell count, hormone imbalance, and anxiety. Patient also stated that their body rejected the implants and that the valve on the implant also had a mold spot. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.